Manufacturer narrative:
One model 777f8 catheter with monoject limited volume syringe was returned for evaluation. The reported issue of balloon missing was not confirmed. However, balloon was ruptured. Balloon edges appeared to match at ruptured location, therefore this complaint is no longer reportable. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned syringe. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The issue of balloon rupture was confirmed. However, based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event was identified. 100% of the units undergo a balloon inspection, deflation time checks, and qa samplling visual and functional inspections. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a balloon was missing on a swan when the user went to test it before use. No patient injury. Device available for return.

Manufacturer narrative:
Additional product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complain histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.